Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery had to be changed three times in two days. A crack was reported in the battery compartment, however the battery cap was recently replaced and secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:the pump intermittently lost power with the returned battery cap due to worn cap threads and a battery compartment crack; a test cap was secured to the pump and powered on normally. A review of the device history indicated multiple low battery and replace battery warnings, as well as excessive battery usage. Evidence of contamination due to moisture was found in the battery compartment and on the underside of the battery cap. Current draws tested within specifications. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.